Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the magic 3 go male coude catheters were not fully lubricated with only the tips having any lubrication. The patient alleged the catheters were difficult to insert because of the lack of lubricity. The catheters were able to be fully inserted and used.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted 16 unopened samples in original packaging. There was no damage noted on the exterior of the packaging. Dip line and hydrophilic coating were present. Coefficient of friction (cof) was performed and each sample was cut in half in order to test as a pair. The samples were tested according to the general inspection level ii/single sampling plan. Kinetic cof was found (0.030, 0.032, 0.034) to be within specification ( <0.400) for all catheters tested. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "please read all instructions before using this device. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Device description the magic3 go® intermittent urinary catheter is a silicone tube inserted into the urethra for the purpose of draining the bladder of urine. Not made with natural rubber latex does not contain dehp indications for use the magic3 go® intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications none known warnings this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize. 4. Clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. 6. Keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8. Wash hands. Reviewed baw2450026 revision 0, which states the following: intended use the catheter is intended for urinary bladder drainage in adult males and females requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Efficacy of the catheter in preventing urinary tract infection during intermittent use has not been established. The device is not intended to be used as a treatment for active urinary tract infection. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Instructions for use the catheter becomes slippery when wetted with water, eliminating the need for a separate lubricant. For your added convenience, this catheter is packaged with its own sterile water. Simply release the water from its foil packet and then tip the un-opened catheter package end-to-end. The catheter acts like a magnet to attract the water and activate its slippery coating. Follow these steps for best results. 1. Release the water prior to opening the sealed catheter pouch: a. Apply pressure to the foil packet to release the water. B. Ensure all water is released from the foil packet. 2. Wet the catheter a. Hold package with printed side up. B. Tip package end-to-end three to six times to wet catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. 3. Use the catheter a. Peel back package to expose funnel end of catheter. B. If desired, use the self-adhesive tape on the package to temporarily attach the pouch to any dry vertical surface. C. Remove catheter and use according to physician¿s instructions. Active ingredient the catheter contains 10.2 +/- 2.0 micrograms nitrofurazone (5 nitro-2-furaldehyde semicarbazone) per mm2. The amount of nitrofurazone per mm2 remains constant regardless of catheter french size. The funnel end of the catheter is excluded in calculating the catheter surface area." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the magic 3 go male coude catheters were not fully lubricated with only the tips having any lubrication. The patient alleged the catheters were difficult to insert because of the lack of lubricity. The catheters were able to be fully inserted and used.